Event description:
It was reported by caller "she had a powerpicc provena placed a week ago on 06/23. Caller does not have the product code. She had no issue with flushing the PICC after placement. Caller stated her home health nurse changed the dressing yesterday on 06/30. The nurse also changed the extension on the PICC, however she removed the piece that connected to the catheter hub and did not replace that piece. Caller states now PICC line does not flush as easily and her 30 min infusion is now taking almost two hours to complete."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.